Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. When the device was checked the longevity was depleted more than expected, by half a year. The settings of the device were changed from ddi to vvi and ra sensing was turned off. The device remains in service. No adverse patient effects were reported.